Event description:
The customer reported instrument error 5600-b317 (¿sample pipettor gantry failed¿) on the alinity s system. The field service representative determined that the 6-axis board was damaged, likely due to liquid leaking onto the board. This leak also caused damage to sample meridian boards 1¿3 and resulted in a blown fuse and charring on both the meridian board and the 6-axis board consistent with liquid exposure. There was no impact to patient management or user safety reported.

Manufacturer narrative:
The alnty pptr probes (part number 03r96-02), integrated servo controller (part number b-30111055-03), and pcb assy, 6 axis servo backplane (part number b-90000675-02) were replaced and the unit functioned as intended on the alinity s system, serial number (B)(6). A review of the instrument service history identified no contributing factors to the current complaint. A review of tracking and trending data associated with integrated servo controller and the pcb assy, 6 axis servo backplane, and alnty pptr probes, did not identify any trends. A review of tracking and trending did not identify any trends for the alinity s system with regards to the customer reported event. A review in the corrective action and preventive actions (CAPA) system did not identify any related nonconformances, potential nonconformances, or deviations for integrated servo controller and the pcb assy, 6 axis servo backplane, and alnty pptr probes, associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity s system for serial (B)(6), the integrated servo controller (part number b-30111055-03), the pcb assy, 6 axis servo backplane (part number b-90000675-02), or alnty pptr probes (part number 03r96-02) were identified.